Event description:
It was reported that the suture broke away from anchor twice in one procedure. Follow-up investigation: according to the surgeon, the fiberwire broke-off from the anchor as the handle applier mechanism was being removed. The empty anchors were left embedded in the lunate at the optimum position for re-suspension of the scapho-lunate ligament. The repair was completed by making another incision but moved more proximal with a third implant.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. Sutures were not returned for evaluation. Depending upon the size of the fiberwire, the surgeon could apply forces in excess of the fiberwire mechanical strength by hand or with the aid of hospital accessories that could result in the suture breaking. Suture breaking, abrasion and/or tearing is also caused by nicking the suture with another instrument and/or fraying from sharp edge of the bone tunnel. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.